Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and was observed that the connector had no tip. The reported condition was verified. Due to the nature of the returned sample, not further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of one (1) unit of a homechoice automated pd set with cassette had unspecified damage. This was identified by the patient at an unspecified step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available. .